Event description:
International customer reported that a patient presented with a burst abdomen at an unspecified time following an unspecified surgical procedure. The customer reports that the suture broke. The patient was returned to surgery for repair. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion code - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.